Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns; guide cath: brite tip jr3.5 6f, heartrail ii al1.0 distal stent. Delivery system, jr3.5. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and heavily calcified which likely contributed to the reported difficulties. It was reported the stent delivery system (sds) was re-inserted into the anatomy after the first failed attempt to cross the lesion, which also may have contributed to the reported difficulties. It should be noted the xience v instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. An interaction with the calcified anatomy and the additional support catheter during the multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement during retraction of the devices. Additional treatment was used in the attempts to advance the sds across the lesion which resulted in a delay in the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 90% stenosed predilated lesion, the 3.0 mm x 23 mm xience v could not cross the target lesion and during removal of the xience v and a non-abbott device the stent dislodged from the balloon and was caught in the tip of the non-abbott device. The xience v was advanced but could not cross the lesion. Another predilatation was attempted, followed by an unsuccessful attempt to cross with the xience v stent. A 5 fr non-abbott support catheter was placed, however, resistance with the guide catheter hindered placement of the device. The guide catheter was exchanged; but the non-abbott support catheter and the xience v devices could not cross the distal lesion. The devices were removed from the anatomy. After removal of the devices, the xience v stent was found to be dislodged from the balloon and caught in the tip of the non-abbott support catheter. It was noted that the patients blood pressure decreased during the procedure after changing the guiding catheter; the decrease in blood pressure was caused by a hematoma at the puncture site. The patient received a blood transfusion as treatment. The procedure was discontinued with only predilatation performed to the lesion; there was no treatment. The access site was closed using manual compression to achieve hemostasis. The patient condition was reported as stable. Though requested, no additional information was provided.